Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations based on actual clinical use. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.